Event description:
The "gas loss" alarm sounded from the pump. The catheter leaked at the metal cuff at the proximal end of the balloon. On 4/29/98, the following info was reported to datascope: the iab was inserted into the pt on 2/24/98 at 4:45pm. On 2/25/98 at 9:01 pm, the iab leaked and the iab was removed. A second iab was inserted into the pt. [Event complications]: none from the event-reported 3/2/98, 4/29/98, 5/4/98. [Pt's current status]: discharged-rpt'd 4/29/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/15/98).